Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from u.s.a. Stating that the device wires were exposed. It is unk that this event did not occur during surgery and there were no injuries or medical intervention reported. No additional info was available.